Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.

Event description:
It was reported that bd unknown intima had foreign matter the nurse opens the disposable indwelling needle package and removes the cap while administering IV fluids to the child and finds flocculent material at the tip of the needle, which is immediately replaced with an indwelling needle.

Manufacturer narrative:
H.3.: if a device evaluation and/or device history review is completed, a supplemental report will be filed.